Event description:
On (B)(6) 2006, I underwent a b/l breast augmentation with mentor smooth saline 350 cc implants at (B)(6) medical center in (B)(6), by dr (B)(6). Inframammary incision, subgranular placement. Appx three to five years later, my health began rapidly declining. I have been to numerous specialist, including dermatologist, cardiologist, orthopedic specialists, rheumatologist, and hundreds of pcp appointments, as well as many ed visits. As expected, I have yet to be diagnosed with a concrete diagnosis, but many of my s/s are mimicking an autoimmune disorder. My sed rate and labs have been elevated, I suffer from extreme sweating, rapid weight gain and inability to lose the weight with workouts and prescribed medications, insomnia, palpitations, extreme anxiety, tremors, myalgia and multifocal arthralgia, a decrease in my lordotic curvature cervical thoracic and lumbar pain, bue venous and arterial insufficiency. Ble claudication and cramping, zero libido, worsening reddening of my eyes, dyspnea, sob, constant throat clearing, burning of my hands and digits with severe swelling, s/s of thoracic outlet syndrome, and the biggest problem has been the horrific, severe and chronic fatigue that is not effected by medication. These problems have led to a rapid deterioration of my qol, adl abilities, and more. These implants have been inside me for so long that I forgot I had them for a while, while trying to figure out what is wrong with me. I believe further research should be done on the effects they can cause in a patient who elects to have the procedure. I am not a "natural" living person, as I truly believe pharmaceuticals and healthcare save so many people and benefit others. The fact that hundreds of thousands of women experienced identical symptoms with implants cannot to be a coincidence. I now have to undergo a b/l explant, total capsulectomy/en bloc, and mastopexy on (B)(6) 2019. FDA safety report ID # (B)(4).